Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units safety disc is broken. This occurred before use, while moving the device, and there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units safety disc is broken.

Manufacturer narrative:
Corrected fields: h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the issue was caused due to customer abuse of unit. So, in order to solve the issue, the fse replaced the block guide and screws. The fse then performed a complete preventive maintenance with full calibration, functional testing and safety checks. The unit passed all functional and safety tests per factory specifications and it was returned to the customer and cleared for clinical use.

Event description:
N/a.